Manufacturer narrative:
The balloon guide catheter was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. No kinks or bends were found with the cello balloon guide catheter body. The proximal end of the balloon was found to be torn and separated from the catheter. The distal end of the balloon was found to be still attached to the catheter. No other anomalies were observed. The balloon guide catheter was sent out for additional testing and analysis. A supplemental report will be submitted when the analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the balloon guide catheter did not inflate during the preparation. The balloon was flushed per the and used instructions for use (IFU).

Manufacturer narrative:
Based on the device analysis and reported information, the report of no inflation was confirmed, as the balloon was found to be ruptured. Based on the reported information, we presume that due to some type of trigger caused the balloon to rupture. However, we couldn't find the cause. If you user uses a introducer sheath that is not manufactured by midikit, and ostium of valve was tighter, it may cause kinks or damages when intubating. Such damages might cause the balloon to rupture. We recommendation that a midikit's introducer sheath be used with the balloon guide catheter. Other possible cause of damage is over-intubation of the sheath, which can the occlude the inner tube. If the device meets calcification when advanced through the anatomy. This might damage the balloon and cause the rupture. The lot history record showed no discrepancies that would have contributed to the reported experience. All balloons are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.